Manufacturer narrative:
The insulin pump was received with scratched case, missing retainer, reservoir tube missing o-ring, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No crack on the reservoir tube or reservoir tube lip noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment had cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.